Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where midwest® t2 energo 1:5 l handpieces overheated. 3 events resulted in no injury.